Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller stated that his client reported they were getting leaking from the cuff. He stated they would inflate the cuff and it would leak and they had to continually put air in to keep the seal. He states, they were unable to determine specifically where the leak was coming from. He doesn't have any info on when this tracheostomy tube was installed in the pt, but it was changed out after a day or two of use. This was reported to him the first week of may.